Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator's user interface module (uim) works for a while and then it freezes up not allowing any changes. The reported issue occurred during patient use but there was no harm.